Manufacturer narrative:
To date, the medical product is not available for analysis and could therefore not be examined. Should additional relevant information or the device itself become available, please send this to us also. The investigation will then be updated accordingly.

Event description:
Ous MDR. The patient received an inappropriate shocks due to an incorrect position of the rv lead (coronary sinus) one day after implantation. The patient was hospitalized and the lead was repositioned. This lead remained implanted.